Manufacturer narrative:
Upon retrospective review the issue was determined to be reportable as a MDR. Note this issue does not impact any customers in the u.s.

Event description:
Merge orthocase displays medical images for diagnostic review. A problem was observed in-house, where orientation labels are not read from dicom file and a default orientation is assumed in plug in mode. When orthocase is launched in plug in mode, orientation labels displayed in the viewer may be incorrect (i.e. Show a default value). Saved data (e.g. Secondary capture images) will have the incorrect labels burned in. This issue does not occur in stand-alone mode. There is no work around. The orientation labels cannot be disabled through configuration. The issue was encountered during integration testing with another product. In most cases, surgeons and physicians would use of lead markers on the images. The markers would identify orientation of the image and anatomy.